Event description:
It was reported that unspecified bd infusion set was under infusing. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the events where the infusion is programmed correctly but had medication left at the end of the infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of flow issues. The complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a model or lot number was not provided by the customer.